Manufacturer narrative:
Manufacturer's report date: january 29, 2014. Internal file no: (B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported ns leaked from the filter vent of an extension set. No patient harm or medical intervention required. Although requested, no additional patient or event information provided.